Event description:
It was reported that the pulse generator exhibited a longevity of less than 3 months with measurements of 2.76 v, 8 ua, 98.5 magnet rate and battery impedance of 28 kohms. Software was upgraded, but the problem persisted. Measured data showed less than 1 kohm impedance. Reinterrogation showed the same results. The device was explanted.

Manufacturer narrative:
Na